Event description:
Patient presented to the physician with pain at the ipg pocket. Imaging was done, revealing the ipg had flipped upside down. Physician brought the patient into the or, repositioned the ipg to its correct orientation, secured the ipg in a tyrx pouch, re-sutured, and closed the incision site.